Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: red particles on the surface of the shell. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d4, d6(a), d6(b), h4, h6 . Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - seroma -late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported left side rupture and seroma. Device remains implanted.